Manufacturer narrative:
Investigation summary: bd received 100 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged product was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged product with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use the bd vacutainer® k2e plus blood collection tube had a chipped tube lip. There was no report of patient impact.